Manufacturer narrative:
It was previously reported, repeated attempts for additional information or to have the device returned for evaluation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor and system board were replaced to address the issue.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Repeated attempts for additional information or to have the device returned for evaluation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.